Event description:
During decortication of the joint, the surgeon noticed through fluoroscopy the decorticator blade was curled. The surgeon attempted to remove the decorticator; however, the tip of the decorticator cutting element broke off. The surgeon determined the tip would not pose a problem as long as the joint was stabilized and proceeded with the remainder of the procedure. No patient-related adverse effects were reported.